Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient thought their stimulator was messed up because they increased amplitude to 6.8, but it was not working or doing anything. Patient was not feeling stimulation sensation and was not getting therapeutic effect for bowel symptoms and having diarrhea. The patient reported a fall related to the reported events. The patient reported that almost 2 weeks prior to the report they had a seizure and they got bruised, then on sunday they got dizzy and passed out. Caller was redirected to their healthcare provider to discuss the loss of therapeutic effect following the fall and evaluating device status. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient thought their stimulator was messed up because they increased amplitude to 6.8, but it was not working or doing anything. Patient was not feeling stimulation sensation and was not getting therapeutic effect for bowel symptoms and having diarrhea. The patient reported a fall related to the reported events. Caller was redirected to their healthcare provider to discuss the loss of therapeutic effect following the fall and evaluating device status. No further complications were reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the lead (lot# va1fjd5) revealed all conductors were broken and the lead body was broken. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot# va1fjd5, product type: lead. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care physician (hcp) via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. A planned lead revision was reported. The patient had reported a fall (the rep did not know the date of the fall) to the health care physician (hcp) and stated stimulation had changed. The rep reported that the hcp had ordered x-rays to determine if the lead had shifted with the fall and the hcp determined that the lead had indeed shifted. The rep reported that the issue had not been resolved at the time of this report; however, the patient was scheduled for a lead revision or possibly an explant on (B)(6) 2019. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturer¿s representative (rep) indicating that the lead was replaced on (B)(6), and post procedure the patient felt stimulation in the vaginal area at 1.7v. The rep reported the issue appeared to be resolved post lead replacement. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot# va1fjd5. Was received for analysis. The ins remains implanted and was not available for analysis. If information is provided in the future, a supplemental report will be issued.